Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing was noted on this left ventricular (lv) lead. Insulation damage was suspected due to lead on lead contact. Fluoroscopy identified two sites of potential lead abrasion. No issues were identified with the device header. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.